Event description:
It was reported that the insulin pump had multiple battery alarms. Troubleshooting was performed and the alarm continued. The customer stated that the device also had unresponsive buttons. No further info was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had a frozen display as a result of corrosion on the liquid crystal display board.